Manufacturer narrative:
Additional information: it was reported that the event occurred on an unknown day in january of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The expected infusion time was 24 hours; however, after the infusion time was complete, it was observed that there was 50ml left in the device and had not been delivered to the patient. The device was filled with flucloxacillin 8g and citrate buffer in 230 ml na cl 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured from august 27, 2019 - august 28, 2019. The actual device was received for evaluation containing 72 ml of fluid in their bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.